Event description:
Resmed was made aware of a pt alleging an allergic reaction to a mask led to a scar on their nose.

Manufacturer narrative:
It was reported that the pt woke-up with swollen eyes and a rash on the skin where the mask cushion touches their face. The pt stated she went to her doctor and was diagnosed as having an allergic reaction. The pt's mask has not been returned to resmed, therefore an investigation has not been performed. Resmed has attempted to contact the pt requesting the return of the mask and further information. At this point no further information has been provided.